Event description:
It was reported that one week post-implant during a device check, no anomalous values were found and the patient was discharged. Later that night, the patient complained of discomfort after taking a bus, which turned out to be a rate of 40 bpm per the patient's self-monitoring. The patient went to the hospital the next day, where the patient's heart rate was 30 bpm and high threshold was noted. A blood test showed elevations in creatine kinase. The physician suspected a perforation. A CT scan and echocardiography were performed, with no finding of perforation and no symptom of cardiac tamponade. The physician then repositioned the lead, with corresponding decrease in threshold. In the end, echocardiography was performed and pericardial effusion was confirmed. The rv (right ventricular) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 457453 implantable pacing lead, (B)(6) 2013. (B)(4).